Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned.(B)(4).

Event description:
Allegedly per georgiou, c. Et al., open orthop j. 2012; 6:593-600, "does choice of head size and neck geometry affect stem migration in modular large-diameter metal-on-metal total hip arthroplasty? A preliminary analysis." "One had a stem revision because of aseptic loosening, which was attributed to failure of primary fixation of the undersized stem." No details of the patient or revision were reported.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00232, 00492.